Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one devices. The reload was received with the interlock engaged and the knife blade secured inside the interlock. There were no other visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a an open "rhc" procedure, the device did not fire, after the first firing while the single loading unit was taken out for additional firing, a white safety lever popped out at the stapler side and as the anvil side was trying to be clamped together. They replaced with new products to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a an open right hemi-colectomy, the device did not fire, after the first firing while the single loading unit was taken out for additional firing, a white safety lever popped out at the stapler side and as the anvil side was trying to be clamped together. There was no patient injury.